Event description:
It was reported that an angio-seal vip was deployed in the right common femoral arteriotomy following a peripheral procedure. Two days later, the pt presented with symptoms of retroperitoneal bleeding which were confirmed with CT. Reportedly, the puncture a high stick, with access above the inferior epigastric artery, into the lower iliac artery. The pt was readmitted to the hospital and is now reported to be stable. No additional was available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.